Event description:
It was reported that during a nephrectomy procedure the hand-piece displayed an error code. No reported pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code to occur.